Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent unspecified spinal surgery including jackson's technique on an unknown date. On an unknown date post-op, it was found that rods cut out the patient's bone. Revision was performed on (B)(6) 2015. It was reported that the revision was performed to insert 2 screws and to connect 2 rods.